Event description:
Procedure type: skin closure. According to the reporter: pt experienced excessive swelling 2 hours after cheek surgery, was given benadryl after surgery. The status of pt is reduced swelling, still some redness 2 days post-operation.

Manufacturer narrative:
(B) (4). (B) (4).